Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Reportedly, customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported "insulin will randomly stop delivering." Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known.